Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the field representative that he suggested a chest x-ray to the physician, however at the time was asked to reprogram the device as the patient was not well enough for surgery. The field representative is unaware if a chest x-ray has since been performed. No adverse patient effects were reported.

Event description:
Boston scientific received information that technical services (ts) was contacted as the lead safety switch feature had tripped for the right atrial (ra) lead due to low out of range pacing impedance measurements. Noise, loss of capture and loss of sensing were also observed. Ts advised the field representative to have a chest x-ray performed. The field representative stated that he will consult the physician. No adverse patient effects were reported. An email was sent to the field representative in an attempt to obtain additional information.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.